Event description:
It was reported that the caregiver observed a discrepancy between the circle app and the ilet app glucose readings, while the patient experienced a low blood glucose value of 63 mg/dl and was instructed to sync the ilet app. Customer care provided support remotely that included a customer interview and user guidance for app synchronization. Investigation of this case revealed no device malfunction confirmed and that user synchronization had not yet been performed at the time of the call. It was concluded that the cause of the hypoglycemia and the app reading discrepancy could not be determined. No clinical symptoms associated with reported. Outcomes included self-treatment with oral carbohydrate without hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.